Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the device failure to complete its internal self-test was due to a pneumatic block failure. The pneumatic block was replaced to address this issue. During the evaluation, an occurrence of error message (sf74) indicating a software task fault was found in the device data logs. The error message was not reproduced during testing. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test. There was no patient injury reported as a result of this incident.